Event description:
This report is based on information provided by philips field service engineer, and the site biomedical engineer personnel and this has been investigated by the philips complaint handling team. Philips fse while serving the mrx defibrillator found a faulty high voltage capacitor. There were no patient involvement details. The customer / biomed engineer requested a device evaluation even though the device was end-of-life since 12-31-2022. The philips fse while evaluating the device found a faulty high voltage capacitor. The device was at end of life and no parts are available for replacement. Based on the information available and the testing conducted, the cause of the reported problem was a faulty high voltage capacitor. The reported issue was confirmed. The fse provided their analysis of the findings. The fse found a high voltage capacitor faulty. Since the device is end-of-life there are no parts available to further repair the device. The customer to be given previous end-of-life announcement.